Event description:
Follow up with the clinic found that the patient had been since the initial report and the device was determined to be functioning normally. Also the patient had worn a holter monitor for a 24 hour period which did not show anything abnormal.

Event description:
The patient later reported that it is taking a full day to recover from episodes after using the ablation equipment at their job and inquired if the ipg was being damaged. The patient is now on leave. It was confirmed that the patient was seen again in-clinic and the ipg was functioning normally. The clinician volunteered that the patient's issue is not related to the ipg but to the voltage emitted from the ablation device they use during the course of employment.

Event description:
It was reported that the patient works in an operating room where electrocautery is used and had experienced an accelerated heart rate, dizziness and headache during its use. The patient was sent literature regarding electromagnetic compatibility and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).